Event description:
Device recieved in a large batch from medtronic returtned goods. Lead fragments of 2 non-biotronik are still attached to the device. No oos form or reason for explant received.

Event description:
Device received in a large batch from company returned goods. Lead fragments of 2 non-biotronik are still attached to the device. No oos form or reason for explant received.